Event description:
The patient experienced occasional surges and variable sensations of stimulation in her area of paresthesia. The sensations occurred when she was close to wireless devices, (using a wireless mouse, while walking into electronic retail store) possibly due to the 2.4 ghz radio frequency signals used in such devices. The patient was at home at the time of the complaint and her status was reported as 'good'. Six months after the original complaint, the patient was seen in clinic. The hcp palpated and did a visual examination of the device. Impedance readings were less than 250 ohms with the amplitude set at 2 volts. The patient was experiencing intermittent stimulation. The patient's description of stimulation was unclear to the manufacturer's representative. The patient had very bad pain in the device pocket. It was reported that the battery was improperly implanted and was eroding the pocket. The implantable neurostimulator wasn't helping as much as the patient wanted it to. The hcp planned to explant the device system. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.